Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the sample syringe drive, reagent syringe driver, sample probe and sample syringe to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneous bun (blood urea nitrogen), ast (aspartate aminotransferase) and alt (alanine aminotransferase) results on their dxc 700 au analyzer. There was no change in patient treatment in association with this event.